Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twenty-five days post a dialysis catheter placement, the blood leakage was allegedly found at the arteriovenous bifurcation of the catheter, which affected the patient's treatment. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one video was provided for review. The blood leak was noted from bifurcation area of red luer. Therefore, the investigation is confirmed for the reported blood leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twenty five days post a dialysis catheter placement, the blood leakage was allegedly found at the arteriovenous bifurcation of the catheter, which affected the patient's treatment. Reportedly, the catheter was replaced. There was no reported patient injury.